Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition. The event history log was reviewed and the reported issue was not found. An accuracy test was conducted and the reported "failed accuracy" issue was not duplicated. Test results of -0.24%, -0.59%, and +0.99% were all within the internal specification of +/- 3.0%. The customer's procedure or equipment is faulty. There was no fault found with the returned pump. The pump will undergo standard periodic maintenance.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -10.85% during testing. There was no patient involvement.